Event description:
The patient was implanted with a herniamesh t-sling lot not available on (B)(6) 2005. Many years later legal complaint states that the patient suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence and/or other injuries, as well as experienced significant mental and physical pain and suffering, has required medical treatment including additional surgeries, and has sustained permanent injury. No further information has been provided.